Manufacturer narrative:
Eval summary: a cause for this specific clinical event cannot be ascertained from the info provided. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in (B)(6) 2010. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(6), 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action.

Event description:
It was reported that the pt was revised due to loosening of the tibial baseplate.